Event description:
It was reported that the pt underwent an umbilical hernia surgery in 2002. Approximately two weeks later, the pt developed a staph infection at the skin suture site. Antibiotics were prescribed.